Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial/supplemental report, filed earlier. Incorrect date (B)(6) 2018 is being corrected to (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The customer provided pictures that show that the tray was improperly stowed. The balanced salt solution (bss) bottle to the cassette was caught in the tray arm when the IV pole was raised, causing the bss spike to come out of the bottle, leading to the reported event occurring. The customer stated that this event was due to user error, and not a cassette or system fault. Based on qa assessment, the product met specifications at the time of release. The consumable cassette was not returned for inspection or evaluation. The customer did not retain the finished goods lot number for the consumable cassette, the device history record (DHR) and lot number history could not be reviewed. The root cause of the reported event can be attributed to user error. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation tubing became disconnected from the fluid bag. The product re-primed and procedure was completed with no patient harm. Additional information was requested.